Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced pocket irritation, occasional burning sensation at the battery site with certain movements, a pulling sensation at the battery site with certain movements, and new pain unrelated to baseline. The device was implanted and remains in service. The patient had recently lost 30 pounds and began to notice these sensations, particularly when sitting down or changing posture. The skin over the site was intact, with normal tone, a visible scar, cool and dry skin, and no redness or swelling. The site was palpated without pain, and the device appeared secure in the pocket. The patient reported no issues with recharging or device use and expressed satisfaction with pain relief from the spinal cord stimulator. An impedance check of the device was performed, and all impedances were within normal limits. The patient stated he did his own research and he thinks from his weight loss that maybe the device shifted and he is feeling snagging from the internal sutures. The patient planned to discuss the situation with a care provider and indicated that any surgical intervention would be postponed until reaching a weight loss goal. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.